Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. The service history review identified that the device had not been in for repair before. The reported issue was confirmed through state the test method. The probable root cause of the issue was the main board, and it was replaced.

Event description:
It was reported that the device exhibited error code 46011. There was unknown patient involvement.